Event description:
It was reported that the heat exchanger on an (B)(4) concentrator is leaking. Per independent repair center statement, the unit was alarming. The key failure was the heat exchanger, for the compressor, leaking. Additional malfunctions were: pilot valve, for the manifold, leaking; regulator, for the product tank, leaking; o-ring, for the manifold, leaking; ty-wrap, for the product tank, defective; ty-wrap, for the sieve bed, defective; inlet filter, for the soundbox, dirty; cabinet filter, for the cabinet, dirty.